Event description:
The device was returned.

Event description:
Boston scientific received information that following the implantation of this pacemaker, the right atrial (ra) lead pacing impedance measurement was above 2,500 ohms. A threshold test was performed and there was no pacing delivered at maximum outputs. The physician suspected a loose connection or a lead dislodgement and a revision was performed. The device was explanted and then interrogated using a wand. The out of range impedance and threshold measurements were observed but there were no issues with sensing. The ra lead was disconnected from the device and measurements were obtained on the pacing system analyzer (psa). All lead measurements were within normal range. The ra lead was re-connected back to the device header and the lead measurements remained within normal parameters. It was then believed that the ra lead did not dislodge but rather there was a malfunction with the device. The physician elected to explant this device as a precaution and successfully replace it with another one of the same model. No additional adverse patient effects were reported. In addition, it was confirmed during the implant procedure that the terminal pin of the lead was inserted deeply into the device header and the tip of the lead was visible on the other end of the connector block.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews were moved freely and microscopic inspection did not reveal any signs of cross-threading. The seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of out of range impedances and loss of pacing. This device met all specifications.

Manufacturer narrative:
The device will be returned for immediate laboratory analysis. Once analysis is completed, this report will be updated.